Manufacturer narrative:
This report is submitted on august 11, 2022.

Event description:
Per the clinic, the patient experienced multiple infections at the abutment site and was treated with multiple incision and drainage procedures (specific date not reported).